Event description:
Pt induced with anesthesia for arteriogram. After induction, unable to ventilate pt with anesthesia circuit. Pt became bradycardic, code 99 called. With chest compressions and o2 circuit, pt easily resuscitated. Problem was mechanical failure of anesthesia machine - a one way valve got stuck. Machine quarantined until serviced. Report indicates that oxygen sensor pushed all the way down on top of valve disc in insp. Valve. This held disk down and no gas could pass through.